Event description:
It was initially reported that the pt had high impedance (dcdc code 7) on systems diagnostics. The pt's device was turned off and there are no x-rays planned. There has been no reported trauma or pt manipulation. The pt has had a recent increase in seizures with myoclonic jerking, unk if above or below baseline. The pt had a full revision with a prophylactic generator replacement. Good faith attempts for more information and product return have been unsuccessful to date.